Manufacturer narrative:
Product event summary # product ID# 5076-52 a proximal portion was received measuring 6 cm. A distal portion was received measuring 47 cm. The outer insulation of the lead developed a breach due to a depression while in vivo.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 5076-45 implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported that the right ventricular lead had high thresholds. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.